Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The pump had no button response due to corroded keypad traces. No moisture damage was noted on electronic assembly or on motor. The pump had broken battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that she cannot clear the alarm and it was just blinking. The customer stated that she put the pump in the locker room after she was done working out and before going into the sauna. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.